Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock that experienced leakage during patient use. It was reported that there is a crack in the tubing causing it to leak when administering medication at the smartsite connection. The medication that was leaking at the time of the event was sedation drug. There was patient involvement. There was no adverse event.

Manufacturer narrative:
Received one (1) used b2020 smallbore ext set for inspection. A crack was observed on the female luer. The reported complaint of leakage can be confirmed due to the crack found. The probable cause is due to a material issue with a vendor-supplied part. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.